Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, one triclip was implanted on medial side of anterior and septal leaflet (a/s). The final tr was grade 1. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, transesophageal echocardiogram (tee) was performed, and it was determined that there was a single leaflet device attachment (slda) and the clip was no longer attached to the anterior leaflet. Tr was grade 4 after slda.